Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set catheter was not inserted, on (B)(6) 2025. The insertion site was abdomen.the blood glucose level was high. The patient replaced infusion sets and resumed insulin successfully. No further information available.